Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: part # 141225, biomet cc I-beam tray, lot #: j2870452. Part #: 183660, vngd ps tib brg, lot #: 131230. Part #: 183132, van ps open intl fem, lot #: 970450. Part #: 184788, series a pat thin, lot #: 025010.

Event description:
It was reported that patient underwent hip revision surgery 3 years post implantation due to instability with tibial component loosening. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.